Event description:
It was reported that the patient presented remotely. The patient received vibratory alerts on their implantable cardiac defibrillator (ICD) but no alerts were seen on remote transmissions. The patient received another vibratory alert while troubleshooting and they were taken to the emergency department. The ICD was found in backup vvi mode due to too many unsuccessful attempts to connect to the device remotely. The ICD was reprogrammed. The patient was stable.